Manufacturer narrative:
This follow up is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. As returned corrosion could be identified on the screw. Eds semi-quantitative elemental analysis of the debris/corrosion indications on the lockscrew sample revealed that both the indications primarily consists of carbon and oxygen, and elements such as phosphorous, potassium, and calcium. The rest of the composition was consistent with (B)(4). The device history records were reviewed and no discrepancies were found. A review of the complaint history determined that no further action is required as no trends were identified. A root cause was unable to be determined.

Manufacturer narrative:
A definite root cause cannot be determined with the information provided. This report was previously submitted under 0002648920-2016-03285.

Event description:
It is reported that upon removal of the periarticular screw prosthesis, black corrosion could be found on the screw threads.